Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a user error as the user did not handle according to the instructions in the operator's manual. In consequence (correction) the customer was educated how to handle when the device alarms with code 5050 "check patient interface". There was no patient or user harm.

Event description:
Check patient interface alarms during hiflow mode.